Manufacturer narrative:
Film evaluation summary: the fabric hole reported during the explant could not be confirmed from the films provided, and the exact cause and source of the hole could not be determined. The films confirmed aneurysm increase within the aaa, right common iliac, and left common iliac artery. Contrast was seen within the aaa sac from a potential type iiib endoleak, which appeared most likely to have been caused by abrasion from the multiple coils seen in apparent contact with the devices near the level of the bifurcate aortic body and proximal limbs. High neck (stent graft) angulation may have also exacerbated the fabric abrasion. In addition, contrast was seen from a distal type I endoleak on the right side most likely due to lack of stent graft to vessel apposition due to continued disease progression of the right common iliac artery. It is also possible that the left common iliac artery may have been pressurized from the aaa and rcia endoleaks. The explanted device was discarded; therefore, a comprehensive investigation and assessment of the reported hole could not be perfor med. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm left common iliac aneurysm and 38mm hypogastric artery aneurysm. The main body was introduced via the left side and extended into the left external iliac with a limb and another limb was placed via the right in the common right iliac artery. It was reported that on an unknown date the physician noted a hole in the body of the stent graft and it was explanted along with the limb extensions. The event was resolved after the open explant procedure. The cause of the hole in the stent graft was not determined by the physician. No additional clinical sequelae were reported and the patient is fine.